Event description:
It was later reported that ¿drp¿ meant elective replacement indicator (eri). It was unknown if the battery was depleted, but there was a critical alarm at eri activation. It was stated that the pump was sent at minimum rate mode. The pump was not going to be replaced until the healthcare provider (hcp) decided if therapy was still useful. The pump was used to deliver gablofen.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had increased spasticity six months prior to the date of this report with no product issue. An alarm ¿critical-unknown or other¿ and ¿unknown¿ battery depletion occurred. Further, the ¿drp alarm started february 18 with a critical alarm (normal ¿fdv¿ april 19). This required the patient to be hospitalized and the pump reprogrammed. A rotor/roller study and x-rays were performed. The issue was not resolved and the cause was not determined. At the time of the event, the patient's status was reported as alive-no injury. The device remains implanted. This device system delivered gablofen. It was further provided that " fin de vie" meant end of life (battery depletion). The pump had a critical alarm instead of a non-critical alarm because, the status of the pump was "drp" ( 90 days to replace ). It was not known if the pump still worked. The x-rays and rotor study showed no trouble. The catheter was in place and permeable. The physician stopped the alarm and decided to program a minimum rate before the replacement decision to be sure that the patient still needed the therapy. The patient had presented with increased spasticity for several weeks and it was not known if this was because of a pump issue. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported the pump was explanted and was destroyed by the health care provider (hcp). It was stated the patient did not want a new pump and was no longer continuing therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the critical alarm was for "battery depletion." It was reported that this battery depletion meant eri, so the alarm was for eri.